Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: a visual and microscopic analysis was performed which identified striated opening on anterior, sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:a sharp broken on posterior due to a surgical impact opening a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
The device was explanted.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain¿ and ¿lump.¿ imaging confirmed a ¿rupture." The device remains implanted.